Event description:
It was reported by the customer that a pyxis medbank system had an issue with no patients showing at the cabinet. The customer reported that no patients were showing at the cabinet to issue tramadol 50mg. There was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to no patients showing in the cabinet. A technical support specialist stated that no patients showed active in the pharmacy system and requested verification with the pharmacy, guided the customer on how to add the patient to the cabinet and added the item to the patient order list to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.